Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that patient had PICC line placed (B)(6) 2023. Approximately one week before her appointment on (B)(6) 2024, the patient began experiencing tenderness in her arm/armpit and a stinging sensation in that area when infusing medication through the line. When the PICC line was removed, the PICC rn noted the presence of a fracture (split) located at the 19 cm mark on the dorsal side of the line. No other information was provided. Additional information received: there has been no serious injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing at the 19 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that patient had PICC line placed (B)(6) 2023. Approximately one week before her appointment on (B)(6) 2024, the patient began experiencing tenderness in her arm/ armpit and a stinging sensation in that area when infusing medication through the line. When the PICC line was removed, the PICC rn noted the presence of a fracture (split) located at the 19 cm mark on the dorsal side of the line. No other information was provided. Additional information received: there has been no serious injury reported.

Event description:
It was reported by the customer that patient had PICC line placed (B)(6) 2023. Approximately one week before her appointment on june 11, 2024, the patient began experiencing tenderness in her arm/armpit and a stinging sensation in that area when infusing medication through the line. When the PICC line was removed, the PICC rn noted the presence of a fracture (split) located at the 19 cm mark on the dorsal side of the line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.